Event description:
It was reported that during a restorative proctectomy procedure, the patient was male with a very small pelvis. The case had been difficult. The anvil was placed in the anal pouch, the gun was placed in the anal canal and the spike wound out until the orange exposed. The anvil was docked onto the spike. There was audible and tactile confirmation that docking had taken place. The gun was wound down, during the winding process the gun stopped winding down and then started again with a "click" and as the indicator entered the green firing zone there was tension felt, and the anvil detached from the gun. Due to the difficulty of the case, it was decided to go and try the firing process again because access was so difficult. The gun was left in the anal canal and the spike wound out again and under the surgeons instructions the spike was put through the original hole. This time the gun wound down normally and the firing process occurred as expected. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.